Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 35 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 35 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. During visual evaluation, the deflated balloon appeared to have residue throughout. The balloon rewrap tool was present. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. Frayed fibers were noted to the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon. Water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination a compound rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported compound balloon rupture since a compound rupture was noted to the balloon under microscopic examination. The investigation is confirmed for the identified material frayed since frayed fibers were noted to the balloon. A definitive root cause for the reported compound balloon rupture and material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.